Event description:
Follow-up indicated burn occurred at the end of nuclear fragmentation. There was no permanent injury to the pt.

Event description:
Reporter noted mild corneal burn occurred during procedure. No intervention reported; pt will recover well.